Event description:
It was reported that this left ventricular (lv) lead was attempted implant due to loss of capture (loc). This lead was discarded and will not be returned for analysis. No additional patient adverse effects were reported.